Event description:
Caller alleged discrepant results compared with poc meter. Results are as follows. Date: (B)(6) 2013, inratio 1.3, poc meter 2.2. Pt's therapeutic range: unk; time: 5 minutes.

Manufacturer narrative:
Investigation pending.